Event description:
It was reported that the snake arm would not tighten as expected. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, functional inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was not confirmed as the device was confirmed to be functional during inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The surgical technique states that "if repositioning of the tube is necessary, the tube can be wanded over the pathology using the dilators. The snake arm should be loosened before wanding. Once in the proper location, the arm assembly can be re-tightened." Conclusion: since the device was found to be fully functional, the reported issue could not be confirmed.

Event description:
It was reported that the snake arm would not tighten as expected. The procedure was successfully completed with no adverse consequences to the patient.